Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 99% stenosed target lesion was located in the mildly calcified and moderately tortuous right anterior tibial artery. Using a femoral approach, a 1.5x20mm sterling balloon catheter was advanced to pre-dilate the target lesion. The first inflation was performed at 6 atm's for 120 seconds. The balloon ruptured on the 2nd inflation at 4 atm's. The procedure was completed with a different device. There were no reported patient complications and the patient's status was good.